Manufacturer narrative:
E.1. Initial reporter phone#: (B)(6). Investigation summary: a device history record review was completed for provided material 305198 and lot number 0073191. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows the shelf box label with the expiration date as 2025-06-30. The second photo shows a label in a foreign language. It shows the manufacturing date as 2020-05-01 and the expiration date as 2025-06-30. This product was mislabeled by a distributor. Based on the batch record review, the lot number 0073191 was produced from 2020-07-13 to 2020-07-20. The expiration date printed on the shelf box is correct. However, the manufacturing date from the label with the foreign language is incorrect inducing the confusion to the customers. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 62 needles 16gx1-1/2in rb had the incorrect expiration date on their labels. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the 16g needle was sent to the hospital on (B)(6) 2021, it was found that the expiration date on the label was 5 years and two months, which was inconsistent with the default 5-year expiration date information on the system. The hospital rejected the batch of goods".